Manufacturer narrative:
Inspected one opened quick-serter for locking and proper operation and performed insertion test using a new lab quick-set onto rubber skin. The quick-serter failed per inspection and found the quick-serter barrel walls with excessive glue from quick-set tape.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had issue with quick serter. Customer's blood glucose was 402 mg/dl. Customer stated it appears that the spring may have worn out. Advised the customer that we would send replacement as courtesy. No further information provided.